Manufacturer narrative:
(B)(4): the clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (Reoperation, extended hospital stay, post-op content leak).

Event description:
According to the reporter, during a laparoscopic sigmoidectomy the surgeon used an eea28 device to complete the procedure. Three days post-procedure the patient underwent re-operation for a failed rectal anastomosis. There was post-op content leak and unanticipated tissue loss. The patient has been a paraplegic for 40 years. The patient was very ill and spent a long time in ICU after the re-operation. No reinforcement material was used.